Manufacturer narrative:
(B)(4).a leak indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed a leak from an unspecified location during the initial drain of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was nothing identified during troubleshooting that would cause the leak. The technical service representative assisted the patient in ending therapy and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.